Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the label printer failed due to a configuration issue. A field service engineer reconfigured the settings of the label printer to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in which the zebra label printer was unable to print. As a result, the customer had to empty the medication drawer, which resulted in obtaining the necessary medications from a different station. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.